Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4), alleging an unknown issue with the patient¿s onetouch verio vue meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter was unable to confirm when the alleged meter issue began or provide details of the specific issue. The reporter claimed the patient usually obtained results of ¿170 or 270 and 400 mg/dl¿ with the subject meter. It was not reported if the patient takes any medication to manage her diabetes or if she made any changes to her usual diabetes management regimen in response to the alleged issue. The reporter stated that on (B)(6) 2017 at 10:30 pm the patient became ¿groggy¿ due to the alleged issue; symptom she associated with hypoglycemia. The reporter claimed the patient treated herself with 3 glucose tablets between 10:30 pm and 11:38 pm that evening and began to feel better. The reporter claimed the patient¿s blood glucose was measured at ¿60 mg/dl¿ on an unspecified device whilst symptomatic. The alleged issue was not resolved with troubleshooting. Product was replaced. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported injury does meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.